Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e2, e3, e4, g4, g7, h2, h3, h4, h6, h8, h10. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that during testing that the grate was damaged. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher on february 6, 2020 revealed that the calibration and sample mesh could not be taken due to the bent comb. The side plates, roller gear, and roller had visible wear. The ratchet was not working. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 6, 2020 which included replacement of the cap nut, comb, spring pin, roller gear, side plates, roller, shoulder bolts, belleville washers, and ratchet gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the cap nut, comb, spring pin, roller gear, side plates, roller, shoulder bolts, belleville washers, and ratchet gear were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during testing that the grate was damaged. No adverse events were reported as a result of this malfunction.